Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the right atrial (ra) lead could not advance into the fixation tool; the tip of the lead was deformed. The lead was replaced and went through the fixation tool with no issues. The patient was stable with no adverse consequences.